Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. The customer received calibration error, change sensor, and threshold suspend alarms. His sensor glucose reading was 218 mg/dl but his blood glucose level was 120 mg/dl. The product was not returned. Nothing further to report.